Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed; no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that the touchscreen of this programmer would not respond to touch while interrogating a device. Boston scientific technical services (ts) recommended troubleshooting and advised to return the programmer if it occurs again. This programmer was out of service. No adverse patient effects were reported.